Event description:
It was reported that during a transcatheter aortic valve implantation using the 26 pro plus valve, a patient with a type 1 bicuspid valve, severe calcification in the non-coronary sinus and the raphe between the left and right sinuses, a previous mean gradient of 55 millimeters of mercury (mmhg), and a history of right bundle branch block experienced valve dislodgement to the ascending aorta. The native valve was pre-dilated with a 20x45 crystal balloon, and during final valve release, a dislodgement occurred. A snare catheter was used to retrieve the valve into the ascending aorta. A second pre-dilation was performed, and a new 26 pro plus valve was implanted. During the procedure, the patient experienced sporadic left bundle branch block. Echocardiographic evaluation identified a moderate leak, leading to post-dilation with a 20x45 crystal balloon. A subsequent echocardiogram showed a mild leak and a mean gradient of 6 mmhg. The patient remained alive and stable but under observation for possible permanent pacemaker implantation. The ev ent was resolved with a second valve implant.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29, (lot: 0012526096); product type: 0195-heart valves; product ID: l-evprop23-29, (lot: 0012421135); product type: 0195-heart valves; product ID: gwbc30, (lot: 92402811); product type: 0193-guidewire; implant date: n/a; explant date: n/a; product ID: evproplus-26 ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. Valve depth assessment was performed in an undetermined view, left anterior oblique view (lao) 7 cau 15, with an estimated depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The valve was released and upon final release there is evidence that one of the paddles remained partially attached to the paddle attachment. It is not possible to verify if the paddle was ever completely detached prior to removal of the delivery catheter system. Sometime after final release and removal of the delivery catheter system the valve dislodged aortic. The dislodgement event was not captured therefore cause of the dislodgement remains undetermined. The dislodged valve was snared, and a second balloon aortic valvuloplasty was performed. A new valve was prepped and confirmed a good load. The new valve was recaptured once and deployed at a depth of 5mm on the ncc and 10mm on the lcc. Subsequent angiogram revealed possible mild to moderate aortic regurgitation/paravalvular leak prompting a post implant dilatation. Final angiogram revealed improvement of the ar/pvl to possibly trace to mild. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evprop23-29, product ID: d-evprop23-29, serial/lot: (B)(6), use by date: 2026-11-06, UDI#: (B)(4) updated data: h6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.